Event description:
This file was created to capture the stent migration of the gepd-5-5. Separate file was created to address the additional products. The pancreatic stent removal by the endoscopic approach through duodenal papilla was conducted. The metii-21-480-j (lot: w4207800) was passed through gepd5 (geenen pancreatic stent sets/cook) which entered aberrantly in the pancreatic tail (this file). Afterward, ssr-5 (lot: w4166712) was advanced over the wire guide, but the coating material of the wire guide got peeled off on the way, resulting in the physician's being unable to advance and withdraw the device [coating damage]. Therefore, the physician removed both metii-21-480-j and ssr-5 from the patient 's body and finished the procedure [lost wire guide access]. Gepd5 remained aberrantly in the pancreatic tail. <additional information on nov 8th by(B)(6)> metii-21-480-j (lot: w4207800) was passed through gepd5 (geenen pancreatic stent sets/cook) which entered aberrantly in the pancreatic tail. Afterward, ssr-5 (lot: w4166712) was advanced over the met from the distal end of the wire guide by following the IFU. However, ssr-5 got stuck near the tip of met. Then, the physician moved ssr-5 back and forward to deal with the stucking. As a result, the multi-colored spiral coating of met got peeled off. Also, the coating material got pressed and moved to both the proximal side and the distal side of met making itself accordion-folded. Due to the accordion-folded coating material that moved to distal site, ssr-5 could not be removed from met. Consequently, both met and ssr-5 were removed from the patient's body. <additional information regarding the migrated stent (gepd-5-5) on nov 8th by (B)(6)> in the following week, the procedure for removing the migrated stent was conducted.

Manufacturer narrative:
Device evaluation: the device involved in this complaint was not available for return to cirl, therefore a document based review will be complete. This investigation is related to (B)(4) which was created to cover the wire guide coating becoming damaged and the sohendra stent retriever (ssr) getting stuck on it during the procedure. Documents review including IFU review: prior to distribution gepd-5-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the gepd-5-5 device could not be complete as the lot number is unknown. As per instructions for use, ifu0055-4 which accompanies this device, potential complications section: "those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the common bile duct, stent migration." Root cause review: a definitive root cause could not be determined from the available information. However, as per the instructions for use, migration is a known potential complication. Summary: complaint is confirmed based on customer testimony. The pancreatic stent was removed by the endoscopic approach through duodenal papilla. According to the information reported, the patient did experience adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file was created to capture the stent migration of the gepd-5-5. Separate file was created to address the additional products. The pancreatic stent removal by the endoscopic approach through duodenal papilla was conducted. The metii-21-480-j (lot: w4207800) was passed through gepd5 (geenen® pancreatic stent sets/cook) which entered aberrantly in the pancreatic tail (this file). Afterward, ssr-5 (lot: w4166712) was advanced over the wire guide, but the coating material of the wire guide got peeled off on the way, resulting in the physician¿s being unable to advance and withdraw the device [coating damage]. Therefore, the physician removed both metii-21-480-j and ssr-5 from the patient¿s body and finished the procedure [lost wire guide access]. Gepd5 remained aberrantly in the pancreatic tail. Additional information on nov 8th by (B)(6) metii-21-480-j (lot: w4207800) was passed through gepd5 (geenen® pancreatic stent sets/cook) which entered aberrantly in the pancreatic tail. Afterward, ssr-5 (lot: w4166712) was advanced over the met¿ from the distal end of the wire guide by following the IFU. However, ssr-5 got stuck near the tip of met. Then, the physician moved ssr-5 back and forward to deal with the stucking. As a result, the multi-colored spiral coating of met got peeled off. Also, the coating material got pressed and moved to both the proximal side and the distal side of met making itself accordion-folded. Due to the accordion-folded coating material that moved to distal site, ssr-5 could not be removed from met. Cosequently, both met and ssr-5 were removed from the patient's body. Additional information regarding the migrated stent (gepd-5-5) on nov 8th by arisa takahashi in the following week, the procedure for removing the migrated stent was conducted.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file was created to capture the stent migration of the gepd-5-5. Separate file was created to address the additional products. The pancreatic stent removal by the endoscopic approach through duodenal papilla was conducted. The metii-21-480-j (lot: w4207800) was passed through gepd5 (geenen® pancreatic stent sets/cook) which entered aberrantly in the pancreatic tail (this file). Afterward, ssr-5 (lot: w4166712) was advanced over the wire guide, but the coating material of the wire guide got peeled off on the way, resulting in the physician¿s being unable to advance and withdraw the device [coating damage]. Therefore, the physician removed both metii-21-480-j and ssr-5 from the patient¿s body and finished the procedure [lost wire guide access]. Gepd5 remained aberrantly in the pancreatic tail. <additional information on (B)(6) by(B)(6) > metii-21-480-j (lot: w4207800) was passed through gepd5 (geenen® pancreatic stent sets/cook) which entered aberrantly in the pancreatic tail. Afterward, ssr-5 (lot: w4166712) was advanced over the met from the distal end of the wire guide by following the IFU. However, ssr-5 got stuck near the tip of met. Then, the physician moved ssr-5 back and forward to deal with the stucking. As a result, the multi-colored spiral coating of met got peeled off. Also, the coating material got pressed and moved to both the proximal side and the distal side of met making itself accordion-folded. Due to the accordion-folded coating material that moved to distal site, ssr-5 could not be removed from met. Cosequently, both met and ssr-5 were removed from the patient's body. <additional information regarding the migrated stent (gepd-5-5) on nov 8th by arisa takahashi > in the following week, the procedure for removing the migrated stent was conducted.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file was created to capture the stent migration of the gepd-5-5. Separate file was created to address the additional products. The pancreatic stent removal by the endoscopic approach through duodenal papilla was conducted. The metii-21-480-j (lot: w4207800) was passed through gepd5 (geenen® pancreatic stent sets/cook) which entered aberrantly in the pancreatic tail (this file). Afterward, ssr-5 (lot: w4166712) was advanced over the wire guide, but the coating material of the wire guide got peeled off on the way, resulting in the physician¿s being unable to advance and withdraw the device [coating damage]. Therefore, the physician removed both metii-21-480-j and ssr-5 from the patient¿s body and finished the procedure [lost wire guide access]. Gepd5 remained aberrantly in the pancreatic tail. Additional information on nov 8th by (B)(6): metii-21-480-j (lot: w4207800) was passed through gepd5 (geenen® pancreatic stent sets/cook) which entered aberrantly in the pancreatic tail. Afterward, ssr-5 (lot: w4166712) was advanced over the met from the distal end of the wire guide by following the IFU. However, ssr-5 got stuck near the tip of met. Then, the physician moved ssr-5 back and forward to deal with the stucking. As a result, the multi-colored spiral coating of met got peeled off. Also, the coating material got pressed and moved to both the proximal side and the distal side of met making itself accordion-folded. Due to the accordion-folded coating material that moved to distal site, ssr-5 could not be removed from met. Consequently, both met and ssr-5 were removed from the patient's body. Additional information regarding the migrated stent (gepd-5-5) on nov 8th by (B)(6): in the following week, the procedure for removing the migrated stent was conducted.